Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) and a watchman trusteer access system (was) were selected to be used. The closure device was deployed without any issue, and no recaptures took place. When the physician removed the was sheath from the groin, an effusion was noted in the posterior aspect of the pericardium. The physician performed a pericardiocentesis, 250ccs of blood were removed, the patient received blood back that was type and crossed, and the effusion did not refill. The patient was monitored overnight and was discharged. The patient is expected to fully recover.